Manufacturer narrative:
One video was provided to our quality team for investigation. The video shows one loose 1ml luer-lok syringe connected to blue attachment at the tip also connected to an unknown larger syringe filled with an unknown clear fluid. As the plunger of the larger syringe is depressed the 1ml syringe is being filled with the clear fluid via the attachment. Once the fluid has filled up the 1ml syringe the plunger pops out at the end of the barrel and the fluid spills out. Based upon the verbatim and video footage, the complaint is for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 20110044. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok plunger rod was broken / damaged. The following information was provided by the initial reporter translated from french to english: piston exits syringe cylinder under pressure (see video in pj). Additional information provided: was the device in use on the patient when the problem occurred? Yes. Has the patient or user suffered harm? If yes, please explain: there was radioactive contamination on the ground. Could you provide the batch number of the defective product? 20110044; 41584889. Could you confirm if samples are available for the investigation? If yes, please specify if these are samples. Unused (before use): yes. Used (during or after use): no.